Event description:
The user facility reported to terumo cardiovascular , "leaks in the blood inlet and blood outlet around the tubing." This occurrence occurred during cardiopulmonary bypass surgery. Intervention required to prevent patient harm. Additional tie straps were attached, but leaking continued. Estimated blood loss was 200 cc. No transfusion performed. There was no delay or patient harm observed.

Manufacturer narrative:
Terumo did receive the actual device and evaluation was performed. Both clamps used to secure the tubing to the ports were found to be loose. Also the user applied tie bands were found to be loose as well. The markings on the tubing indicate a proper connection was made over the second barb for both connections. Complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).